Manufacturer narrative:
The subject device was returned to the olympus service department for evaluation and the customer¿s reported problem was confirmed/reproduced. The esg displays error code e433 and cannot be operated. Also, confirmed error message is device ¿s recorded fault log. The error was isolated to a defective generator board. Further inspection findings included the external housing/chassis is scratched and bent and the front panel is damaged. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the customer; the high frequency electrosurgical generator (esg) unit has an error e433. The esg was tried again without the footswitch and the error still exists. The customer reported problem was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported error message e433 could not be definitively determined, however, the issue was likely the result of a faulty generator board. Olympus will continue to monitor field performance for this device.